Event description:
It was reported that the patient experienced repeated insulin occlusion alarms on an ilet device over several weeks, including six occlusions despite three complete supply changes, while using a compatible cgm, and a blood glucose value of 288 mg/dl was noted. Symptoms included hyperglycemia. Outcomes included use of subcutaneous insulin by pen. Investigation included review of use history, troubleshooting and education with the patient, and arrangements for device replacement and data synchronization guidance. Investigation of this case revealed persistent occlusion alarms consistent with an insulin delivery blockage, with involved consumables identified by lot numbers and the pump identified by serial number. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending device evaluation. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.